Event description:
The account alleged through a user facility MDR that a patient used the bed control to raise the bed when they heard a popping sound and noticed smoke coming from under the bed. The bed started to smoke. Staff removed the patient from the room. The staff then unplugged the bed and put the fire out with extinguishers. The bed was returned to facility for examination. Capacitor needed to be replaced.

Manufacturer narrative:
The hill-rom technician investigated and was informed that "the capacitor started smoking and sparked." There was no patient impact and no other damage was noted by the account. The account replaced the motor and capacitor and placed the bed back into service. The account was unable to locate the bed for the hill-rom technician to complete an investigation. The accounts maintenance did show the burned capacitor and motor to the technician. The technician indicated the motor had black marks on it and the capacitor cap was melted. (B)(4). Hill-rom has seen electrolytic capacitors vent in the field on electric beds manufactured prior to october 1990. In 1990, hill-rom started using dry film polypropylene capacitors on our electric beds instead of electrolytic capacitors. Technology advancements at the time in dry film polypropylene capacitors corrected the problem in the electrolytic type, which if subjected to continuous running would overheat, build up pressure and eventually vent causing smoking and an obvious smell expelling into the room. In some cases, when not venting properly, the capacitor would force the end cap loose with a loud noise. In some rare cases, it will ignite the interior components of the capacitor. In 1991 hill-rom, to continually improve the performance of our products, made our customers aware of the change in capacitors used on our electric beds and encouraged the replacement of the electrolytic capacitor with the polypropylene capacitors. Hill-rom has not identified electrolytic capacitors venting as part of a trend analysis.